Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology due to tethered posterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the first deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (B)(4) was implanted reducing the mr to 3. A second clip delivery system (cds) was advanced to the mitral valve; during grasping of the leaflets, transesophageal echocardiography showed that the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased from 3 to 4. The second clip was successfully implanted lateral to the first clip, (close to the first clip) reducing mr from 4 to 3. A third clip was successfully implanted further reducing mr from 3 to 2. The patient is in stable condition. No additional treatment is planned. There were no adverse patient effects and no clinically significant delay during the procedure no additional information was provided.